Event description:
Healthcare professional reported left side "breast asymmetry, loss of sensation, and heterogeneity of the silicone implant content, capsule discontinuity (silicone implant rupture?). Bi-rads 3. Signs of an intracapsular rupture. Unsharp asymmetry of the molar glands (d>s)" confirmed via MRI and ultrasound. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, decreased sensitivity, visibility/palpability.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of decreased sensitivity is a physiological complication and is unable to be observed.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.